Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue, but replaced the insufflator. The system was tested and verified as ready for use. The insufflator was returned for failure analysis (fa). In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed into the known good in-house system and at startup a "insufflator cannot be used 2125" error message had popped up, which prevented further tests. From these findings, fa determined that a component inside the insufflator was the root cause of the reported failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clinical sales representative (csr) called in after the case to report an issue with the insufflator at the beginning of the procedure. The insufflator initially registered no gas, so the customer switched to a different gas tank. After the switch, the insufflator became stuck in self-test mode and could not be used. The csr was able to disable the insufflator and power cycle the tower, which cleared the self-test mode, making the insufflator usable. The surgeon decided to use a third-party insufflator for the case and will not use the system insufflator until it has been checked. The procedure was completed as planned with no reported injury.